Event description:
It was reported that the device's main board was broken. It was later indicated that all the device warning icons were displayed and the device would not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.